Event description:
It was reported after the needle was inserted into the patient, the wave spring was found to be loose and easily detached from the valve of the brk needle. When the physician noted this, he removed both the needle and the sheath with no consequences to the patient. The doctor replaced the needle and sheath with another and the procedure was completed successfully.

Manufacturer narrative:
Visual inspection of the returned needle revealed the wave spring was detached from the back side of the handle. The valve/handle was detached from the needle. The wave spring was successfully re-attached to the handle, securing the handle to the needle. The handle was not loose. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address the wave spring issues (e.g. Detaching, lack of tension, missing). Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.